Event description:
A customer reported that during an rns placement procedure, the hfd100 head fixation device was unstable and exhibited play, causing the need to re-pin the patient three times until the patient was successfully pinned without play observed in the device. The customer reported no injuries aside from the multiple extra pin sites, and a delay in the procedure of approximately 60 minutes while the patient was under general anesthesia. The problem was observed during pinning prior to first cut.

Manufacturer narrative:
The customer identified two types of linkage assembly components with potentially loose screws and removed the components from service. The components have been in use for approximately 12 years and subject to iterative preventive maintenance inspection, which had not identified previous device functional issues. The manufacturer arranged return of the components for further analysis; a follow-up report shall be submitted with findings once this is complete.

Manufacturer narrative:
Two second link arm assemblies from hfd100 devices manufactured in 2012 returned to the manufacturer for analysis. Both assemblies had passed recent planned maintenance inspections by imris service engineers. Both second link arms were found to exhibit loose screws for all three screws securing the face of the starburst adapter to the linkage unit. This was confirmed to allow for excess play or movement in the hfd100 device once assembled. DHR was reviewed and confirmed the assemblies were manufactured correctly. It is probable that use error in handling or cleaning the linkage assemblies between uses contributed to both units exhibiting the loose screws at the same time.